Event description:
It was reported that a malfunction occurred on the pump, identified by malf 12 code. There was no adverse impact to the customer's blood glucose level. Customer was guided by technical support to reset the pump, after which the malfunction did not recur, and was advised to continue using the pump and contact support if the issue reoccurs.